Event description:
It was reported the right ventricular lead was oversensing noise triggering pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted the initial event was observed during an in clinic follow-up.